Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the static vacuum would not achieve passing vacuum levels and that the vacuum head on the compressor has corrosion around the reed valve ports. In addition, blood residue was observed in he purge filter and tubing. The fse became aware that there had been a previous blood back event and the customer's getinge trained representative serviced the iabp unit at the time. The fse installed the 5000 kit and replaced the blood detect tubing, hose compressors, pneumatic component bulkheads, and the safety disk. The fse still observed issues, and further investigation revealed that the transducer numbers had drifted outside of passing tolerance. The fse successfully completed the calibration of the transducer but was unable to obtain a passing vacuum level and the transducer values began to drift again. The fse replaced the drive transducer after it was confirmed to be faulty then completed a full calibration. Unrelated to the reported issue, the fse replaced the safety disk because it was due to be replaced. All calibration, functionality, and safety tests passed to factory specifications with the exception of the battery runtime test. The fse noted that the customer uses non-getinge batteries and noted that the customer will replace the batteries. The fse cleared the iabp unit for use once the batteries were replaced by the customer. The fse later confirmed that the batteries had been replaced and that the iabp unit had been returned to use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was unable to perform an autofill. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) was unable to perform an autofill. The customer's biomed reported that during his my inspection ¿low vacuum¿ errors were encountered. There was no patient involvement, and no adverse event reported.